Manufacturer narrative:
(B)(6).concomitant products: intrathecal pain med pump for fentanyl, eloquist (discontinued one week ago secondary to bruising easily).based on the available information, this event is deemed to be a serious injury.no lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process.no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.(B)(4). Not returned to manufacturer.

Event description:
End user reports a cut to the stoma at the 6 o'clock area as a result of applying the wafer incorrectly. She states she overlaps the wafer mass on top of part of stoma, thereby pinching the stoma. The end user's wear time is 4 days however, she folds the pouch and tapes it to make it shorter. This in turn causes stool to come in contact with the stoma more often, thus causing pain to the cut area.